Event description:
Patient in for colon a case. The surgeon was using an autosuture powered lds, catalog #lds15 stapler; this is a single use stapler. The surgeon states he fired the gun, it stapled but would not let go of the tissue. The surgeon received a second gun from a different lot, the same thing happened. The surgeon asked for third gun. It fired properly and the surgeon replied no harm to patient. The products were collected and turned into the clinical nurse manager.